Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Submitted images appear to display broken vertebral spacer.

Event description:
Pre-operative diagnosis: degenerative disc disease procedure: oblique lumbar interbody fusion levels: l2-3, l3-4, l4-5 it was reported that intra-op, after a failed attempt of cage placement, another cage was then attempted for implantation. The cage broke but was impacted enough into the space that it was left implanted in its broken condition. Broken fragment was removed but bulk of implant was left inside patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.